Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was 138 mg/dl. Customer reported they were unable to clear the alarm. Customer stated they were able to rewind the pump. Customer states the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Unexpected restart alarm was recurring during normal pump use. The insulin pump will not be returned for analysis.